Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating and asked whether to issue an additional meal announcement following an under-announcement; the agent advised against extra announcements to avoid disrupting the algorithm and recommended hydration and light activity. Symptoms included no reported acute effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included a transient high blood glucose of 238 mg/dl for approximately 30 minutes without need for rescue therapy, medical intervention, or alerts/alarms. Investigation included customer education and troubleshooting focused on correct meal announcement practices. Investigation of this case revealed user interaction with meal announcement timing and size as the likely contributor, with device performance and components not implicated. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal announcement.